Manufacturer narrative:
Continuation of d10: dtmb1d4 crt-d implanted: (B)(6) 2017. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the left ventricular (lv) lead exhibited elevated pacing thresholds and high impedance. Additionally, the patient needed a device changeout as the cardiac resynchronization therapy defibrillator (crt-d) was at elective replacement indicator (eri). The patient reported that the current device position was uncomfortable. During the changeout procedure, it was discovered that there was an occlusion, therefore the lv lead was unable to be replaced. The device was explanted and replaced and the lv lead remains in use. No further patient complications have been reported as a result of this event.